Manufacturer narrative:
Manufacturing evaluation : investigation- no product at hand. Pictorial documentation - no pictures or x-rays at hand. Batch history review - because there is no batch number available, a batch history review is not possible. Conclusion and root cause- with the lack of information and because there is neither a product nor a batch available, a definitive root cause for the problem cannot be determined. Rationale- see conclusion and root cause.

Manufacturer narrative:
Implant and explant date not provided. No codes available, unspecified. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was a postoperative issue with an activl implant received via the enhanced safety surveillance survey. After activl products were implanted l5-s1 using the spike endplate, the patient experienced an unspecified malfunction; the surgeon did not complete the accompanying adverse event form. Subsequently, surgical intervention and re-operation were performed. No other information was available. The event is filed under (B)(4).